Event description:
It was reported that prior to a coronary artery bypass graft surgery the outside box was sealed but internal packaging of item was not completely sealed. No further information provided. One device will be returning.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the complaint indicated the internal packaging was not completely sealed. The fcs9 instrument and package returned for analysis and was visually inspected. The package was open, and there was evidence of the transfer of seal adhesive from the tyvek onto the flange of the blister indicating that the package was fully sealed at the packaging facility. Packages are not opened at the packaging facility. It is suspected that the package was inadvertently opened at the customer and was not then removed from the inventory. The complaint is not confirmed due to the evidence that the package had been sealed.